Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 100ml/hr and 25ml and the pump tested in specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event description: customer stated, "the nurses complained that the pump was running too fast or too slow. The pump was sent to biomed for testing. During gravity verification testing with a pump set, the pump over infused. The pump was programmed at 100ml/hr and it actually infused at 300ml/hr." No patient injury.